Event description:
It was reported that the patient was not receiving adequate stimulation on the left side despite multiple reprogramming attempts. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.